Event description:
The customer reported that, during an unknown therapeutic procedure, the customer's high flow insufflation unit suddenly lost all flow rate and cavity pressure. After a few minutes, the pressure improved. The procedure was completed successfully with the same device. There were no reports of patient harm.

Manufacturer narrative:
E1 initial reporter establishment name full: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.